Event description:
The st. Jude medical representative phoned to report that there appeared to be a lead fracture. Technical services reviewed the received egms and confirmed that the noise appeared to be related to a lead fracture. As a result of the noise, the patient received inappropriate therapies.